Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the competitor guidewire got stuck inside of the left ventricular (lv) lead. It was noted that the guidewire was stuck behind two stimulation poles inside of the lead. The physician cut off the end of the guidewire and the lead remains in use. No patient complications have been reported as a result of this event.